Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also reported that the patients battery migrated and was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was repositioned.